Event description:
Follow-up information revealed the patient's scs ipg was explanted as planned. In addition, the infection was treated with oral antibiotics and the infection is now resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg pocket had been cultured with mrsa present. The doctor has planned surgery to remove the ipg.